Event description:
It was reported that the survey respondent mentioned catheter blockage, leakage, bacteriuria, symptomatic urinary tract infection, pain and epididymitis when they were asked about complications while using the 3-way hydrogel coated prostatic catheter. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could not be chosen due to insufficient information. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent mentioned catheter blockage, leakage, bacteriuria, symptomatic urinary tract infection, pain and epididymitis when they were asked about complications while using the 3-way hydrogel coated prostatic catheter. Medical intervention was unknown.